Event description:
It was reported that "in 2009, while performing a hip replacement, using accolade instrumentation, the surgeon reported "having difficulty using calcar planer. The planer would not rotate smoothly on the femoral broach. The surgeon reported "there is a metal shard on the bottom of the calcar planer, preventing the planer from rotating." The metal shard was removed from the planer and safety discarded by the surgeon. "At no time was metal debris left in the patient", according to the surgeon. The planer was removed from the instrument set immediately."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report.